Event description:
Boston scientific received information that at implant, right ventricular (rv) threshold measurements were observed at 2.0v@0.4ms with stable impedances at 700 ohms and 14mv sensing. The device was connected and threshold measurements increased to 4v@0.4ms. The device was disconnected, and the implanting physician looked at the lead. The physician elected to continue to perform defibrillation threshold testing (dft), which was successful at 14j. Post shock impedance measurements were 550 ohms, sensing within acceptable limits, however, threshold measurements remained high at 5v@1ms. The rv lead was reportedly in the low septum. The physician elected to close the pocket and the device was programmed to 7.5v@1ms, vvi 40. A lead migration or perforation was suspected based on rising thresholds. The patient was checked later that day and threshold measurements were 2.7v@1ms. The device was programmed to 7.5v@2ms for brady and post shock outputs. The patient's physician elected to monitor the patient, and the patient was discharged from the hospital. There was no confirmation of a lead perforation or migration and aside from the variable threshold measurements, the system appeared to be stable.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.